Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there were high impedances on 8 electrodes on the paddle lead and a loss of therapy. It was reported that the patient got an infection in the area. The hcp did not know why half the lead stopped working. The patient was admitted to the hospital for the infection and the system was explanted. No further complications are anticipated.